Manufacturer narrative:
Continuation of d10: product ID 977c165 (serial: (B)(6) ); product type: 0200-lead; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a return of pain and a "settings not available" message on the controller screen related to the implanted neurostimulator device. The patient was seen at a pain physician¿s office, where it was noted that the system was interrogated, and lead connections were confirmed to be good. Impedance testing revealed an issue with an "avoid" electrode, which was being used in one program. This electrode was removed from the programming, resolving the issue.